Manufacturer narrative:
Updated fields- b4, g1 (contact person- mfg site), g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The cause of this issue was determined to be caused by touch screen failure due to aged deterioration. Repair pending as waiting for instructions from customer. No update has been provided, the complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated fields- b3, b4, b5, b6, b7, b8, d10, g3, g6, h1, h2, codes (health imact), h11 supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation prior to use cardiosave intra aortic balloon pump (iabp) touch panel was not responding. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1 (contact person mfg site), g3, g6, h2, h11 corrected fields: h3, h6 (medical device problem code and investigation findings). The h4 (manufacture date) field should be left blank. Kindly revert.

Event description:
N/a

Manufacturer narrative:
Due to character limit e1 full event site name: (B)(6) hospital. Full event site address: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) touch panel was not responding.